Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that lip ring fell off. The customer's blood glucose was 206 mg/dl at the time of incident. The customer reports that insulin pump had some damage on the actual upper and lower part. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip and cracked case near display window corners noted. The test reservoir stay locked in place noted.